Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was 11.9 mmol/l at the time of incident. The screen of the insulin pump was flashing white and beeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked circuitry to the left of the lcd controller and below the lcd screen. In addition to this, the lcd screen itself has multiple cracks. Unable to perform functional tests including displacement, and self tests due to the display anomaly.